Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, strut damage was seen. The target lesion was located in 99% stenosed right coronary artery (rca). A 2.75x32mm taxus liberte stent was deployed overlapping the previously placed stent without difficulty. A 2.5x16mm taxus liberte stent was then deployed in the distal rca without difficulty. The physician then desired to place a 2.75x20mm taxus liberte stent in an overlapping fashion to the distal stent, but strut damage was seen during preparation. Another 2.75x16mm taxus stent was then advanced to the distal rca but was unable to pass through the previously placed taxus stents and was withdrawn from the body without incident. The procedure was then stopped. No patient complications were reported. The patient's status is reported as 'satisfactory/good'.